Event description:
Customer contacted the manufacturer's technical sevice alleging that the bed exiting detection system was not being signaled at the nurse call station. There was no patient involvement.